Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial lead was possibly fractured. The lead also had high pacing impedance, no capture, and was unable to sense. The lead was capped and replaced. No patient complications have been reported as a result of this event.